Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a cracked/open filter, designator fl29.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged some event codes. Upon evaluation of the device by physio-control, it was observed that the device was missing the positive portion of the biphasic defibrillation waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.